Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported, a (B)(6), had surgery for a fractured distal femur on (B)(6) 2015 with a distal femur plate. Progressing well. Polyclinic control is performed on (B)(6) in good condition. Rx shows ots in site. The medical specialist ask him to use 2 orthopedic canes when walking. On (B)(6), patient suffered a broken femur plate when he gets up to go to the bathroom. The patient was revised to remove the broken plate and place an intramedullary nail, during the same day. It's necessary to evaluate probable failure of material of implant.

Manufacturer narrative:
The reported incident that the ¿distal lateral femur plate ts axsos for left femur 8 hole / l202mm¿ was broken after the surgery (s-12) could be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by overload. A visual inspection revealed that the plate is broken in half and there are a few scratches and dents on its surface. The broken surface, on both parts, is smooth and presents a pattern consistent with fatigue fracture. Most likely this smoothness is due to continuous friction. All the screws involved, are in a very good condition, without any scratches. The clinical expert evaluation revealed that ¿the primary surgery was done correctly, however the postoperative x-ray shows a burst area with a gap resulting in insufficient bone support particularly at the medial side which indicates a deficient medial pillar.¿ as it is clearly specified, ¿in the time of bone healing a stringent partial weight bearing has to be ordered to the patient until adequate bone consolidation is observed in the follow up x-rays. It is absolutely normal and well known to an expert that in the case of a deficient medial pillar, a plate is not suitable to stabilize a bone for a longer time and will bend and/or break by all means in the case of long term overloading, particularly in the case of delayed union or non-union.¿ however in this case, no particular information concerning the weight bearing and the postoperative behavior of the patient, were provided. Please keep in mind, what is mentioned in the IFU, that plates ¿are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone.¿ also, ¿these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important.¿ therefore, the patient should be well informed that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. Furthermore, it is common that adverse results may be clinically related rather than device related. Such a case would be obesity. As specified in the IFU, ¿the risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician.¿ particularly, ¿an overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself.¿ moreover, as the op. Tech. Clearly states, ¿these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ all these statements in combination with the fractured surface, which is consistent with fatigue fracture, clearly indicate that the breakage was a result of an overload. Particularly, such a type of fracture occurs when there is a significant load applied in the device during a certain period of time, after which the material would break due to overloading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported, a (B)(6), had surgery for a fractured distal femur on (B)(6) 2015 with a distal femur plate. Progressing well. Polyclinic control is performed on (B)(6) in good condition. Rx shows ots in site. The medical specialist ask him to use 2 orthopedic canes when walking. On (B)(6), patient suffered a broken femur plate when he gets up to go to the bathroom. The patient was revised to remove the broken plate and place an intramedullary nail, during the same day. It's necessary to evaluate probable failure of material of implant.